Event description:
On (B)(4) 2013, the reporter contacted animas, alleging that the audio bolus button was "broken". There is no additional information available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.